Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) registry, the day after the index procedure, the patient was diagnosed with a cerebrovascular stroke felt to be due to hypotension. The (B)(6) male patient underwent successful stent placement in the left internal carotid artery (ica) as part of the (B)(4) study. The patient had no immediate complications but had fairly profound hypotension and was admitted following the procedure. On the evening of admission, the patient was noted to have some difficulty with grasp bilaterally. A stat CT of the brain was performed and showed no evidence of early stroke or bleed. The patient required low dose dopamine to maintain systolic blood pressure greater than 100. The patient's symptoms gradually improved. The patient was diagnosed with cerebrovascular stroke felt to be due to hypotension and a possible water shed-type infarct distribution following carotid stenting. The patient was discharged home two days post-procedure. The patient's medical history includes hyperlipidemia, CABG, coronary artery disease, coronary percutaneous revascularization and hypertension. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Hypotension, hypoperfusion and resultant stroke are well-known potential adverse events associated with the carotid artery stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4) registry the day after the post index procedure, the patient experienced a neurological event. The patient was diagnosed with a cerebrovascular stroke felt to be due to hypotension. The (B)(6) male patient underwent carotid stenting as part of the (B)(4) study. The target lesion location was the left internal carotid artery (ica). A precise (pc1040rxc / lot unknown) stent was successfully placed in the lesion. The patient was admitted following the procedure. The procedure was successful. The patient had no immediate complications but had fairly profound hypotension. On the evening of admission, the patient was noted to have some difficulty with grasp bilaterally. A stat CT of the brain was performed and showed no evidence of early stroke or bleed. The patient required low dose dopamine to maintain systolic blood pressure greater than 100. The patient's symptoms gradually improved. The patient was diagnosed with cerebrovascular stroke felt to be due to hypotension and a possible water shed-type infarct distribution following carotid stenting. The patient was discharged home two days post-procedure.